Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Visual inspection of the as returned products identified signs of use, dried blood and bone around the implants and no apparent malfunction other than implant damage from removal. Functional testing to recreate the reported event could not be performed due to the nature of the devices & event. Appropriate documentation was reviewed. DHR review was completed for the subject lot numbers (63616762). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non conformances, which could have caused or contributed to the reported event was noted as part of the dhrs. Lots were inspected and passed all acceptance criteria by qa sterilization records (st3206) were reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history reviews were performed for the reported lot numbers (63616762) for similar events. No other complaint was identified for lot 63616762. The results do not indicate a systemic issue with the lot. Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: date of this report, expiration date and UDI, device available for evaluation change 'no' to 'yes', date received by manufacturer, type of report, follow-up number, follow up type, device evaluated by manufacturer: change 'no' to 'yes', device manufacture date, evaluation codes, additional narrative.

Manufacturer narrative:
This report is being submitted to report (B)(4).. 0002023141 - 2019 - 00621 has also been submitted. Additional 510k: k013227 the following information is unknown at the time of this report: the reported device has been received for evaluation. Investigation has not yet begun. Once investigation has been completed, a follow up medwatch will be submitted. (B)(6).

Event description:
It was reported that bone loss was noted 3-6 months post implant placement at tooth location #4. The implant was removed. The patient will return for implant placement.